Event description:
Reporter alleged the needle that is part of the softclix plus lancing system used in the finger-stick blood gluose testing protrudes past the end of the cap and does not retract. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.